Event description:
Paramedics responded to a person, condition unknown. The device was connected to the pt, but according to the rptr, the device alarmed service, displayed the wrench service icon and the ECG display flatlined. The rptr stated that power to the device was cycled, but proper operation did not return. A backup device was called for and used. No adverse effects to the pt were reported as a result of the alleged malfunction.